Event description:
Diagnostic test results were received from the doctor that indicated that the output status on the session report displayed that the correct output current was not being delivered. The generator was providing 2.5 ma of output current but the desired output current was 2.25 ma. Lead impedance was observed to be within normal limits. The internal data of the generator was reviewed. It was determined that a low output current registered four different times during four separate magnet mode diagnostic tests. It was observed that a system diagnostic test was performed prior to the magnet mode diagnostics and registered an ok output current. Review of the data confirmed that the peak magnet current delivered during the magnet mode diagnostic test does not match the programmed magnet output current setting. Magnet time stamps confirmed that a magnet activation was performed during testing. Ohm's law calculations determined that the patient's generator should have been able to provide at least 2.82ma of output current. Per magnet mode diagnostics, the patient's generator was only able to provide 2.5 ma of current. The manufacturer's device history records were reviewed. The generator passed final quality and functional testing prior to final release. No other relevant information has been received to date.

Event description:
Additional information was received that the patient received a battery replacement due to battery depletion. The explanted generator was received into product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently not included in the supplemental #01 submitted device evaluated by MFR? - correction - inadvertently selected no instead of yes in the supplemental #01 submitted.

Event description:
Product analysis (pa) on the returned generator was completed. The battery measured 2.728v with ifi=yes and 91.159% of battery having been consumed. The allegation of energy output to patient tissue incorrect was not duplicated in pa lab. The output signal was monitored for 24 hours while simulation in body temperature environment with no signs of variation in the output signal or expected level of output current. The programmed parameters gave expected generator diagnostics. The generator performed according to functional specification. The allegation of output current low, was duplicated in pa lab. The generator was programmed to 2.75ma to address allegation. System diagnostics were performed with values indicating the output current low at 2.5ma. Output signal amplitude was measured and demonstrated the generator is able to deliver the programmed 2.75ma despite the warning message of low output. Other than diag output low noted, no additional performance or adverse conditions were seen.